Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('remove yours') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("I had to have my gall bladder removed 2 months after my coils were placed"). The patient was treated with surgery (remove). Essure was removed. At the time of the report, the medical device removal and cholecystectomy outcome was unknown. The reporter considered cholecystectomy and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: cholecystectomy, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: content from social media received. New event 'medical device removal' was added. The case was upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('remove yours') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("I had to have my gall bladder removed 2 months after my coils were placed"). The patient was treated with surgery (remove). Essure was removed. At the time of the report, the medical device removal and cholecystectomy outcome was unknown. The reporter considered cholecystectomy and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: cholecystectomy, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('remove yours') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("I had to have my gall bladder removed 2 months after my coils were placed") and experienced ovarian cyst ("I have them on my left side ovary now"). The patient was treated with surgery (remove). Essure was removed. At the time of the report, the medical device removal, cholecystectomy and ovarian cyst outcome was unknown. The reporter considered cholecystectomy, medical device removal and ovarian cyst to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: cholecystectomy, medical device removal, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs (social media) received: event I have them on my left side ovary now added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('remove yours') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("I had to have my gall bladder removed 2 months after my coils were placed") and experienced ovarian cyst ("I have them on my left side ovary now"), alopecia ("hair loss, it barely grows"), trichorrhexis ("brittle hair"), hair texture abnormal ("dry hair") and hair growth abnormal ("hair barely grows"). The patient was treated with surgery (remove). Essure was removed. At the time of the report, the medical device removal, cholecystectomy, ovarian cyst, alopecia, trichorrhexis, hair texture abnormal and hair growth abnormal outcome was unknown. The reporter considered alopecia, cholecystectomy, hair growth abnormal, hair texture abnormal, medical device removal, ovarian cyst and trichorrhexis to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: cholecystectomy, medical device removal, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events hair loss, hair barely grows, brittle hair and dry hair were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.